Manufacturer narrative:
Results: the ace68 was kinked at approximately 63.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a kink. This damage was likely a result of forceful advancement against resistance during the procedure. During functional testing, the ace68 was advanced through a demonstration neuron max without issue. The root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (lmca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra catheter. During the procedure, the ace68 would not advance all the way through the other catheter. Therefore, the ace68 was removed. The procedure was completed using a stent retriever. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (lmca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra catheter. During the procedure, the ace68 would not advance all the way through the other catheter. Therefore, the ace68 was removed. The procedure was completed using a stent retriever and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on (B)(6)2020: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder